Event description:
It was reported that the patient with the cardiac resynchronization therapy pacemaker (crt-p) device exhibited signal artifact monitor (sam) couple of times and there was minute ventilation (mv) oversensing and pacing inhibition. There was noise on this right ventricular (rv) lead. This rv lead currently remains in service. No adverse patient effects were reported.